Event description:
During pta of a 90% occluded lesion in the left internal iliac artery of 6mm in length in a 1cm vessel diameter, the whole smart control stent deployed prematurely in the 6f arrow sheath. Another stent was used successfully to treat the patient. There were no adverse consequences to the patient. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray was the stent still constrained within the outer member/sheath and a stopcock connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock or flushing the sds. The smart control locking pin was in place during advancement towards the lesion but it was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient and no unusual force was applied during deployment of the stent.

Manufacturer narrative:
During pta of a 90% occluded lesion in the left internal iliac artery 6mm in length and 1cm in diameter, the smart control stent deployed prematurely in the 6f arrow sheath. Another stent was used successfully to treat the patient. There were no adverse consequences to the patient. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray was the stent still constrained within the outer member/sheath. There was no difficulty encountered flushing the stopcock or flushing the sds. The smart control locking pin was in place during advancement through the sheath. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15130522 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.